Event description:
It was reported the pump would intermittently lose power, and that the patient was unable to remove the battery cap. No further troubleshooting could be done as the cap could not be removed. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: due to considerable battery cap damage, investigators had to use pliers to remove the battery cap during investigation. A test cap was used to complete investigation. A rewind, load, and prime sequence was performed with no power issue. The pump was exercised for 24 hours with no power issues occurring.